Manufacturer narrative:
The lot was manufactured february 6, 2018 ¿ february 7, 2018. The actual devices were not available; however, photographs of the nine (9) samples were provided for evaluation. Visual inspection on the photo samples revealed that the bladder was ruptured for all devices. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of nine (9) small volume intermates ruptured. The devices had been filled with 0.9% sodium chloride and were segregated for quality investigation. The event occurred during the filling and labeling stage. There was no patient involvement. No additional information is available.